Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the product 8000hdp had broken in half when the anesthetist moved patient (in prone position) 10cm down the bed while holding head in prone position-ER. For intervention, product taped back together with sleek while patient prone to avoid delay. There was no delay in treatment. There was no patient harm reported.